Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of broken was confirmed. Device evaluation found a broken lens in the optical system. The additional evaluation findings are as follows: bent and minor dent on the outer tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope was broken. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to excessive use. Olympus will continue to monitor field performance for this device.